Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Event description:
It was reported that balloon did not deflate at inflation test before use.

Manufacturer narrative:
Customer report was not confirmed. The catheter was returned with a full occlusion of what appears to be dried saline (white crystals) inside the inflation lumen. The catheter body was cut just distal of the y fitting and the inflation lumen checked for any occlusions, there were no occlusions between the gate valve and the distal end of the y fitting. The catheter was again cut 9cm proximal of the catheter tip and the balloon inflated. The balloon inflated clear and concentric and did not leak. The balloon also deflated in less the 1sec. With no syringe attached. The remaining section of the catheter body was cleared using water, and the inflation lumen was found to be patent and did not leak.